Event description:
It was reported to covidien that the unit alarmed and was overheating. The unit was on a patient in the operating room, the unit was taken off the patient and they used another unit. Reporter does not recall the temperature on the unit or if the unit stepped down to a lower temperature. The reporter states there was no incident with the patient.